Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery was not holding its charge and the pump was warm to the touch while charging. Blood glucose was not impacted. Customer continued to use pump for insulin therapy.